Event description:
The customer reported the panorama central station had an orange screen, rebooted, and displayed an error message which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included clearing of error logs. The system was tested to factory's specifications. It functioned normally and was returned to use.